Manufacturer narrative:
Concomitant medical products: 0.2 micron filter, ultrasite valve injection, spin-lock connector, 3m curos disinfecting cap, therapy date (B)(6) 2017. No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported fluid leaked from the bottom of the burette at the white ring above the drip chamber during a tpn infusion. There was no harm reported as a result of the event, and a new medication bag and set were obtained to continue the infusion.